Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed right heart failure on (B)(6) 2023. They developed symptoms of peripheral edema and ascites. On (B)(6) 2024, the patient developed a urinary tract infection (uti). The patient was admitted and treated with drug therapy. On (B)(6) 2024 the patient passed away. The device operated as expected at the time of the event. The cause of death was thought to be from the infection and right heart failure.

Manufacturer narrative:
E1: reporter email was not available. This event was determined to be supplemental to MFR# 2916596-2024-00520, and the investigation conclusions will be submitted under there.